Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during the primary left knee surgery, the tibial insert would not sit properly on the baseplate. Surgeon used the third one and it worked fine. No delays in the surgery.

Manufacturer narrative:
An event regarding a seating issue involving two triathlon inserts was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned components indicates that the inserts were not positioned correctly on the baseplate during impaction. There are indents that are indicative of an obstruction on the posterior aspects of the components which may be the reason that the user failed to position the inserts correctly on the baseplate. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: based on the visual inspection of the returned components, the inserts were not positioned correctly on the baseplate during impaction. There are indents that are indicative of an obstruction on the posterior aspects of the components which may be the reason that the user failed to position the inserts correctly on the baseplate. The damage observed on the part was caused by the user and would have rendered the components unusable.

Event description:
It was reported that during the primary left knee surgery, the tibial insert would not sit properly on the baseplate. Surgeon used the third one and it worked fine. No delays in the surgery.